Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced palpitations. It was noted that the right atrial (ra) lead had dislodged, and exhibited no capture and intermittent undersensing. It was also observed that the ra lead had an insulation breach and exhibited low impedance. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.